Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver ketamine, clonidine, sufentanil and bupivacaine. It was reported that the patient had a bad experience a couple days prior to this report. The patient's personal therapy manager (ptm) kept going back and forth between "restart" and "no device found" and service code 338. The patient was in a lot of pain. The patient turned the ptm off and back on and the ptm acted like it was working, but the patient was not getting pain relief and all of a sudden got a "whoosh" of hot pain all over her body. The patient was screaming in pain and vomited all over the place. The patient went to the emergency room (ER) due to the pain but they did not help her. Per the patient, this was the second time this was happening to her. The patient stated that she had chronic regional pain syndrome (crps) all over her body. The patient got 15-20 boluses per day. The patient stated that she cleared the data on the ptm. The ptm got stuck at 63% when she was trying to connect. Patient services assisted the patient with clearing the data and the patient was able to connect to the pump and was getting the lockout screen. The communicator was 100% charged. Patient services reviewed device function and that the patient may need to clear data often. The troubleshooting steps taken on the call resolved the issue. The patient asked if there was a way to have a backup handset. Patient services recommended that thepatient consult with the healthcare provider (hcp) office regarding getting a second handset.